Event description:
It was reported that an ilet pump displayed ¿dosing stopped. Connect cgm or switch therapy,¿ and was not delivering insulin because no cgm sensor was connected; the user had been out of sensors and planned to use a backup therapy until new sensors arrived. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated insulin delivery with user transition to a backup plan. Investigation included customer counseling on system behavior when a cgm is not connected and education that insulin delivery would resume after a new sensor is started. Investigation of this case revealed the pump functioned as designed, with dosing suspended due to the absence of an active cgm sensor, and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user operation without an active cgm sensor leading to intended safety behavior.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.